Manufacturer narrative:
Inspected one opened and used enlite sensor and performed visual inspection and found sensor canula bent unable to confirm customer received sensor in said condition due to customer returning it opened and used.

Event description:
Customer reports that when attempting to insert sensor with serter, it misfired and needle cracked over and sensor did not enter the body. Customer was advised that issue may have been due to sensor base adhesive. Customer's blood glucose was 233 mg/dl. Customer was advised to return sensor for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.